Event description:
Silicone urinary catheter had to be removed by urologist. After balloon was deflated, catheter would not slide out of pt's urethra. When catheter was removed by urologist there was small "ridge" or "cuff" at the site where the balloon deflates. Urologist states that there was damage done to this pt's urethra by the ridge on the end of the catheter. Vendor was notified and states that the catheter is supposed to have a ridge. Investigation reveals that hosp wide these catheters are painful and difficult to remove.